Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device was returned for analysis inside a marksman catheter, a sealed biohazard bag, and a shipping box. Damaged location details: the pipeline flex¿s tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were on the re-sheathing marker or re-sheathing pad. The distal hypotube is in good condition, while the ptfe outer jacket was accordioned at 11.5cm and 18.0cm to 19.5cm from the distal tip. The braid¿s distal and proximal ends are open, and no damages were noted. The marksman catheter¿s tip and marker band were examined, and no damages were noted. The catheter body was in good condition, and no damage was noted on the catheter hub. No other anomalies were noted. Testing/analysis: the marksman catheter was pushed out of the catheter lumen with difficulty. The total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. It was tested using an in-house 0.026-inch mandrel through the catheter hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿stuck in catheter¿ complaint was confirmed, as the pipeline flex device was returned stuck inside the marksman catheter lumen and was challenging to remove. From the damage noted on the ptfe outer jacket (accordioned), it appears a high force was used. The damage may have occurred when the user attempted to advance/retrieve the pipeline flex device through the catheter against resistance. However, the cause of the resistance could not be determined. A possible cause for the resistance could include a lack of continuous flush with heparinized saline during the procedure. Additionally, no damages were noted on the marksman catheter, and no issues were observed during the resistance testing. The customer¿s ¿failure/incomplete to open at distal¿ complaint was not confirmed, as the pipeline flex braid¿s distal and proximal ends are fully opened with no damage. The root cause of the complaint could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the tip end of the catheter. It was observed that the catheter was damaged. The distal section of the pipeline did not open, and the device had not been placed in a vessel bend at the time. They tried retrieving the device multiple times in an attempt to open it.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 228242109); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open and encountered resistance in the marksman catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery c7 segment with a max diameter of 4mm and a 4mm neck diameter. The landing zone was 3mm distally and 3mm proximally. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 7mm. Dapt (dual antiplatelet treatment) was administered and the pru level was normal. It was reported that the package was opened and hydrated. The stent was delivered into the microcatheter. It could not be opened when it was delivered to the tip section. After retrieval, the stent was stuck in the microcatheter and could not move. The whole device was withdrawn from the body. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the tip end of the catheter. It was observed that the catheter was damaged. The distal section of the pipeline did not open, and the device had not been placed in a vessel bend at the time. They tried retrieving the device multiple times in an attempt to open it.